Manufacturer narrative:
Eval summary: it is not known whether proper instrumentation was followed or not. The stem sitting proud may be caused due to one or combination of following factors: dull or worn rasp unable to remove the required bone from the canal. Improper instrumentation used causing this type of issue. Improper surgical technique. This is not an exhaustive list. No cause analysis can be performed as to what caused the stem to sit 9mm proud. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that upon implantation, the stem sat approx 9mm proud.